Event description:
Patient reported left side rupture and lymphadenopathy. Physician later reported "mastodynia, capsular contracture, baker grade unknown, asymmetry in volume, shape and nipple position". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on anterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Additional observations: black particles and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Physician later reported "mastodynia, capsular contracture, baker grade unknown, asymmetry in volume, shape and nipple position". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Patient reported, left side rupture. And lymphadenopathy. Device remains implanted.